Event description:
When using a system component (s219 transducer) for a trascranial application, there is no screen message cautioning the user not to exceed the <25 power setting when scanning transorbitally.